Manufacturer narrative:
Follow up attempts were made to obtain patient information. If information is received, the complaint will be updated follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the touchscreen is flickering and unable to change settings. No patient harm reported